Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level of 33.3 mmol/l and the insulin pump had cosmetic damage and clear ring has broken off. Customer treated it with syringes. Troubleshooting was done for high blood glucose level and cosmetic damage. Customer reports that reservoir was unable to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.